Event description:
The dealer states the part that raises the bed up has a hinge on each side on the right side hinge the bolt broke and it compromised the control module, it blew. (B)(6). The dealer states they put another bolt in it to make it work and that broke also. The bolt isn't something we offer. The foot end module is the one that went out. Home setting, living room. In use 1-3 years. No additional information.